Manufacturer narrative:
Root cause is undetermined. Based on the information provided, no conclusion can be made as to the cause of the hernia recurrence. As reported the patient underwent a robotic repair of an umbilical hernia. As reported, on (B)(6) 2019 the patient was diagnosed with hernia recurrence. On (B)(6) 2019 the patient underwent complete removal of the phasix st mesh and a second permanent mesh was used to repair the 2cm x 4 cm defect. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found that the device provided was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Device not returned for evaluation.

Event description:
As reported per phasix st atlas (B)(4) study crf: on (B)(6) 2017 the subject patient underwent a robotic repair of an umbilical hernia. Fixation was performed using suture. 26 suture fixation points were made with absorbable monofilament suture. Sutures were 1.5 cm apart. An intra-abdominal surgical technique was used. The hernia measured 1cm in length and 2cm in width (1.6 cm2).the phasix st was not trimmed and was positioned so that its edges extended beyond the margins of the defect by at least 5cm. On (B)(6) 2019 the subject patient was diagnosed with a hernia. This hernia has been assessed per the clinician as severe in severity with reoperation required. On (B)(6) 2019 the subject patient underwent complete removal of the phasix st mesh. Permanent mesh used to repair the 2cm x 4 cm defect. The hernia recurrence has been assessed as possibly related to the study device and not related to the index procedure. Additional details of ae, "device failed, causing the need for re-repair of the hernia, device was completely removed with new repair made."